Event description:
A vaxcel pasv PICC that had been therapeutically placed in a patient (age and gender unknow) was noted with a hole in the distal portion of the catheter, distal to suture wing. There was no indication from the complainant of how long the device had been implanted in the patient. The device was removed from the patient and a replacement device was successfully implanted. No sequllae was identified by the complainant as a result of the reported problem.